Manufacturer narrative:
Upon receipt the lead was found cut 5.5cm distal to the is 1 connector pin. A proximal and a distal lead fragment were received for analysis. The distal part of the lead was found stretched. An extraction aid was still inserted in the distal fragment. The returned lead fragments underwent an extensive visual analysis. Multiple signs of wear were found on the leads body; in particular the insulation was found rubbed through 1 cm, 5 cm, 6 cm, 12 cm and 13 cm distal to the proximal end of the distal fragment. In addition the outer conduction coil was found damaged 59 cm distal to the proximal end of the distal fragment, which is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against other implantable devices such as a nearby lead or generator housing. Diagnostic images clarifying this assumption were not available. Further damages such as a torn insulation 30 cm distal to the proximal end of the distal fragment and a torn insulation distal to the ring electrode most likely occurred during the explantation procedure due to tensile stress. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to a product performance issue.